Manufacturer narrative:
Visual inspection of returned material revealed functional damage to power extension cable in the form of the dc jack connector completely broken off from the pvc overmold. The broken off dc jack connector portion extension cable was not returned. Broken internal wires were visible from this damaged area of the extension cable. Unit was returned with software version i3.2021.0424-r8990 installed. No software malfunctions or anomalies were observed. A test cable was used for performance testing due to the extent of damage to the one returned rendering it unusable. Unit powered on successfully in conjunction with test cable. Unit passed diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable was confirmed.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.